Event description:
It was reported that the (B)(4) handheld computer was freezing on the interrogation successful screen. The problem resolved with resetting flashcard, but the site requested a replacement system. Product has been requested, but has not been returned to the MFR to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.